Event description:
It was reported that unspecified bd¿ prn leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during using, it was found that the patient's clothes and sheets were damp, then found cracks in the prn.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7178244. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A physical sample or photo was not provided to aid in the quality investigation. At this time, the root cause could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ prn leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during using, it was found that the patient's clothes and sheets were damp, then found cracks in the prn.